Event description:
The provider states the chair will not release the motors at the same time. He states the motor will make a clicking noise, and will delay for about 4 seconds then engage.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.